Event description:
A materials manager reported that during a glaucoma filtration shunt implantation, the shunt would not release from the delivery system. Additional information received. The surgeon reported the shunt was loose in the canal, removed the shunt and performed a trabeculectomy. There was no pt harm reported.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to obtain additional information. A completed questionnaire has been received on (B)(4) 2013. There have been no other complaints reported in the lot number. (B)(4).